Event description:
It was reported that 6 bd q-syte¿ micro bore extension sets from lot 0268066, and 3 sets from an unspecified lot leaked from the joint during use. The following information was provided by the initial reporter: "joint leakage".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the four photos submitted for evaluation. The reported issue was not confirmed upon inspection of the photos since they do not provide sufficient evidence. Bd is unable to confirm this reported defect and determine the root cause of the failure without the affected sample. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0268066, medical device expiration date: 2025-06-30, device manufacture date: 2020-10-28. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd q-syte¿ micro bore extension sets from lot 0268066, and 3 sets from an unspecified lot leaked from the joint during use. The following information was provided by the initial reporter: "joint leakage".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 10/28/2021 h.6. Investigation: our quality engineer inspected the four photos and three samples submitted for evaluation. The samples were visually examined and were put through our internal leakage testing. One of the three samples was observed to have visible cracks and failed our leakage testing, the other two had no detectable problems. Our quality engineers determined that the a possible root cause is the design of the product. The current design causes increased stresses at the place of the failure resulting in the cracking found. There is currently a new design being proposed to address this structural issue. There is also a possibility that the fluids used during operation could have caused the walls of the product to weaken, resulting in the cracks. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 6 bd q-syte¿ micro bore extension sets from lot 0268066, and 3 sets from an unspecified lot leaked from the joint during use. The following information was provided by the initial reporter: "joint leakage".